Event description:
The reporter stated that the surgeon was using a 18.5 se/3.5 diopter toric single piece silicone lens model aa4203tl and the lens tore upon insertion. The surgeon removed the lens without enlarging the incision and inserted another lens. The reporter thinks it was due to the injector. The lens was discarded in or. No patient injury.